Event description:
It was reported that the patient presented for a device interrogation and data was sent for review. Boston scientific engineering reviewed the data and found that the subcutaneous implantable cardioverter defibrillator (s-ICD) appeared to be depleting faster than expected due to an elevated rate. Boston scientific technical services (ts) suggested the device be explanted. When attempting to demonstrate tones on the device to the patient, tones were not available. It was noted the patient has not had a MRI. A revision procedure would be performed in the future. The s-ICD remains in service and no adverse patient effects were reported. Boston scientific issued a field safety notice in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the december 2020 emblem s-ICD accelerated depletion advisory population. Additional information was received that the s-ICD was returned for analysis, thus indicating it was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
02/25/2021 - the product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient presented for a device interrogation and data was sent for review. Boston scientific engineering reviewed the data and found that the subcutaneous implantable cardioverter defibrillator (s-ICD) appeared to be depleting faster than expected due to an elevated rate. Boston scientific technical services (ts) suggested the device be explanted. When attempting to demonstrate tones on the device to the patient, tones were not available. It was noted the patient has not had a MRI. A revision procedure would be performed in the future. The s-ICD remains in service and no adverse patient effects were reported. Boston scientific issued a field safety notice in (B)(6) 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in (B)(6) 2020. This particular device is included in the (B)(6) 2020 emblem s-ICD accelerated depletion advisory population. Additional information was received that the s-ICD was returned for analysis, thus indicating it was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case.

Event description:
It was reported that the patient presented for a device interrogation and data was sent for review. Boston scientific engineering reviewed the data and found that the subcutaneous implantable cardioverter defibrillator (s-ICD) appeared to be depleting faster than expected due to an elevated rate. Boston scientific technical services (ts) suggested the device be explanted. When attempting to demonstrate tones on the device to the patient, tones were not available. It was noted the patient has not had a MRI. A revision procedure would be performed in the future. The s-ICD remains in service and no adverse patient effects were reported. Boston scientific issued a field safety notice in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the december 2020 emblem s-ICD accelerated depletion advisory population. Additional information was received that the s-ICD was returned for analysis, thus indicating it was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Additional testing was performed and it was noted that when a magnet was swiped over the s-ICD device audible tones were heard. The device emitted beeping upon connection to programmer, as well as on command. A beeper test was performed using the programmer and an audible consistent beep was heard. E1 initial reporter information, e2 health professional and e3 occupation were updated as the correct initial reporter was inadvertently left off of the previous reports.

Event description:
It was reported that the patient presented for a device interrogation and data was sent for review. Boston scientific engineering reviewed the data and found that the subcutaneous implantable cardioverter defibrillator (s-ICD) appeared to be depleting faster than expected due to an elevated rate. Boston scientific technical services (ts) suggested the device be explanted. When attempting to demonstrate tones on the device to the patient, tones were not available. It was noted the patient has not had a MRI. A revision procedure would be performed in the future. The s-ICD remains in service and no adverse patient effects were reported. Boston scientific issued a field safety notice in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in (B)(6) 2020. This particular device is included in the (B)(6) 2020 emblem s-ICD accelerated depletion advisory population.